Manufacturer narrative:
The hyperthermia pump involved in the incident was received by belmont for investigation on 2/25/2021; evaluation of the unit is in process. To ensure safe operation, the system monitors sterile solution temperature, line pressure, and air in the fluid path, and alarms at all unsafe conditions. The hyperthermia pump system monitors patient temperature in four locations; the operator's manual instructs the user: "plug the external temperature interface cables to the hyperthermia pump, labeled t1, t2, t3 and t4, as needed." Without results of the investigation, it is difficult to determine what occurred in this case. A review of past complaints indicates that this was an isolated incident. No patient injury was reported. We will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that the hyperthermia pump displayed incorrect temperature outputs at locations t1, t2, and t3.